Event description:
It was reported by service report that the foot left caster wheel lock lever is broken with sharp edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.